Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a power/battery life issue battery life is less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.